Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones after approximately 3.5 years of service. Technical services recommended having the device interrogated by the patient's physician. The patient did not report any symptoms. The device was interrogated and found to be at elective replacement indicator (eri). The physician elected to explant and replace this ICD with a guidant pacemaker. No complications were reported.